Event description:
It is reported by the patient's attorney that patient underwent total knee replacement in 2005. As reported by patient's attorney, dr. Consulted with patient on the same day, and explained that the wrong component was placed in patient's knee and that another surgical procedure would be required to remove the device. Patient's attorney reports that patient underwent a revision surgery the next day, in which the precoated femoral component was exchanged with a porous component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: no product and x-rays were returned for evaluation. Based on the information provided on the complaint, the cause of the revision appears to be the wrong component being placed in the patient's knee. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.